Manufacturer narrative:
A review of the manufacturing documentation for this batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the returned unit revealed proximal stent damage. Some of the stent struts were misaligned. The outer diameter (od) of the damage found on the stent was measured using a snap gauge at approximately 1.22mm. The od of the area where there was no damage found was measured at approximately 1.16mm. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage was found along the entire length of the hypotube. Visual examination of the tip revealed tip damage. The tip was slightly flared. The damage to the tip is consistent with excessive force applied to the tip after the tip met with a restriction during attempts to cross the lesion. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.

Event description:
This complaint is not reportable based on the analysis completed on (02/05/2009). It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The artery was tortuous and highly calcified. The procedure was completed with another of the same device. No patient injuries or complications were reported and the patient condition is listed as "stable". However, the returned product confirmed that there was stent damage.